Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Wholesaler sent in 3 cannulas and reports they were bent and slightly ripped. The guide needle also has a dent. Customer had high readings up to 500 mg/dl but no further health problems. No adverse event alleged. A request was made for the return of the device.